Manufacturer narrative:
Technician found loose pins in p379 cable connector. Replaced p379 cable ((B)(4)) and tested functions to resolve this issue. No misuse or abuse of equipment.

Event description:
Complaint alleged that patient in medsurg room ws able to place nurse call, with response not heard in expected location. No injury alleged by account.